Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per medwatch form: mw5092165. "Patient was scheduled for surgery with spinal anesthesia. During the procedure, it was noticed that the tip of the needle was missing. Xray verified that one third of the needle was lodged in the patient's subcutaneous tissue. The needle was in the deep fascia, not near the spine and was bent. An additional procedure was needed to remove the retained needle tip. There were no lasting injury to the patient."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.